Event description:
It was reported that the procedure was to treat a mildly tortuosity, moderately calcified stenosis in mid right coronary artery (rca). The 2.75x18 mm rx xience prime was advanced; however, when attempting to inflate at 10 atmospheres, the balloon of the stent did not inflate, probably due to a small hole on it. Another xience prime device was used to complete the procedure. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.